Manufacturer narrative:
It is unknown if the device will be returned for evaluation. A device history review will be performed.

Event description:
The event involved primary set, prepierced y-site, secure lock, 80 inch where the customer reported 5 instances (unspecified dates) that the tubing y sites keeps coming out when being used. There was patient involvement, but harm was not reported as a consequence of the events.

Manufacturer narrative:
Investigation summary: no 126720490 product samples, videos or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.